Manufacturer narrative:
A correction was made as there is a duplicate file. Any further reportable information will be reported in rd# 815208223. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported there was a battery (ins) issue. The rep was able to connect to the battery pre-op without issue, but when they went went to connect in the operating room the tablet would get to 99% connectivity then the ¿system error ¿ 0x16c89948¿ would show up. Rep tried to connect 3 times, then went to get their other tablet. When rep walked into the room, the scrub nurse had opened the battery. Rep tried to connect to the battery with the other tablet multiple times (a couple different times while on the phone with tech services) and got the same message. Rep tried opening the patient data service app and closing it, but was still unable to connect. It was decided to open another battery. The rep's tablet connected to the second battery without issue. The ins was never implanted or associated with a patient, and the ins will be returned. The cause is unknown, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.